Event description:
Philips received a complaint on the v60 ventilator indicating that the unit was giving alarms stating the patient respiratory circuit was blocked and the air leakage rate was low. The device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. The fse stated in a good faith effort (gfe) response received on 12/15/2022 that the hospital equipment department resolved by replacing the air flow sensor. The part number was asked, but unknown. The fse also confirmed that there was no patient harm as a result of the delay in treatment. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).